Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The issue was addressed with phone support. An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with isi clinical sales representative (csr) who got in touch with the surgeon involved with the reported event. It was noted that the user figured out the problem they had while using the system. No site visit was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) #3 was lowering itself after the surgeon left the surgeon side console (ssc). The instruments were noted to be unexpectedly moving towards the patient's organs, creating a dangerous situation and an unspecified injury was reported. The following information is unknown: what type of injury occurred, the cause, source, and severity of the injury, what medical intervention (if any) was rendered due to the complication, and the patient's current status. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.